Event description:
The port was not drawing back as well as it should. A chest x-ray was completed and a portogram was ordered to check patency. The port was found to be kinked. This was corrected and upon reassessment, the port functioned properly.